Event description:
It was later reported that the patient experienced a loss of therapy shortly post-implant. The patient had increased pain with a headache. The reporter was uncertain of the reason for the catheter removal. A possible break, tear or hole occurred. There was a possible issue with the collet.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced underdose symptoms, specified as ¿not achieving therapeutic results desired¿. A dye study was done. There was difficulty with initial aspiration from the side port. It was noted that there was slight pooling of contrast near the spinal insertion. The physician did not notice ¿blush¿ of contrast nitrate ally during injection. A catheter revision/replacement was pending at the time of this report. At the time of this report, the patient status was ¿alive-no injury¿. The device system was used to deliver morphine, bupivacaine, clonidine and baclofen. It was later reported that the patient experienced a loss of therapy. A revision was scheduled for (B)(6) 2013. The plan was to replace the entire catheter. It was later reported that the pooling was outside of the catheter but, at that time, they could not tell why. It was noted that the previously reported ¿blush¿ referred to what the dye looks like in the catheter because it is radiopaque. It was stated that as it moves through the catheter, it looks like a blush or smoke from a chimney traveling through; the dye did not go through. A catheter revision did occur. Where the catheter connects to the pump, there is a clear elastic area like a sleeve that is over the catheter that was not present. The catheter looked like it had been shaved away and had curled up against itself. It was decided to cut this section off. It was planned to leave the distal segment in place and revise, but they could not get good backflow and decided to place a whole new catheter. The healthcare provider (hcp) believed that the reason he could not get good backflow was because, over time, the catheter migrated a bit and was up against the dura, causing a slow lack of effect over time. When the new catheter was placed, backflow was great. As of (B)(6) 2013, the patient was doing well with no issues.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Analysis of the catheter revealed a user-related hole in the catheter body and a tear in the seal near the guide ring of the sutureless connector. The catheter was returned in pieces.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient's catheter was revised/replaced about two weeks ago. It was believed that the catheter tip may have been nudged up against the dura. The silicone piece that covers the neck of the pump right before the connector was partially peeled off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.